Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, diagnostic anomaly was observed. The reports of atrial fibrillation burden were not consistent and more than one hundred percent within two days. The patient was stable and will be monitored. No further information available.

Event description:
New information available on 9/14/2018 states that, af burden percentages were corrected on merlin.net.